Event description:
The customer reported the device is failing touch screen calibration; the lower third of the screen has touch point sifted to the right; touching patient settings activates the alarm key. The customer reported there was no patient involvement.